Event description:
The patient presented to the clinic one month post implant. She has been feeling symptomatic since four days after implant. An x-ray revealed that the atrial lead had fallen.

Manufacturer narrative:
No medwatch form was received. Symptomatic.